Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that as they plugged in and on the bellavista 1000e us, an audible alarm with orange lights and blue screen appeared. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely, the issue is caused by a hardware issue on the epc. Initiated mainboard and main controller replacement. Installed firmware 6.0.1600.0 and run all calibration test. Unit worked according to factory specs.